Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had a white vertical bar under the "1" in the lock screen which is preventing the customer to be able to unlock the pump. The customer reverted to manual injections for insulin therapy. Customer let pump battery deplete and performed a pump reset to resolve the issue. Current blood glucose level was in the 200 mg/dl range.